Event description:
On (B)(6) 2011, the surgeon performed an si joint arthrodesis on the patient using the ifuse implant system placing three implants. The patient had some minimal pain relief after the index surgery. Over time, the patients si joint pain complaints returned to his baseline level. Imaging with a CT scan showed that all three implants were ¿short¿ and ¿dorsal¿ with only a minimal amount of the implants seated into the sacrum. The surgeon stated that the third implant did not have any purchase into the sacrum. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the previously placed top implant and replaced it with a longer implant using the same hole (same starting point and same trajectory). The surgeon then added an additional implant ventral to the previously placed first and second implants. No supplemental bone grafting was performed. No additional supplemental fixation was placed. Per surgeon report, the patient has had improvement in his symptoms after the surgery. Per si-bone vp of medical affairs: ¿medical review of this case shows that this was a case of late revision for recurrence of pain. Imaging shows that the initially placed implants were short and dorsal."

Manufacturer narrative:
Product was sent to (B)(4) (third party laboratory) for histological analysis. No structural analysis is performed. Based on the information provided, review of surgeon training didactic, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is that the implants were too short to seat fully in the sacrum. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7035-90, lot# 7628002578002, manufactured 06/06/11, expires 2014-07; p/n 4035-90, lot# 7561002533002, expires 2014-04.